Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: bearing sleeve devices, attachment device, motor device, (B)(6) 2021 UDI: the serial number was unknown; therefore, the device manufacture date is unknown, and the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
This is report 2 of 5 of the same event: it was reported that during an unspecified surgical procedure, it was discovered that the attachment device became very hot, causing the surgeon to suffer from a first-degree burn to the finger. It was reported that the motor device was heating up while connected to the attachment and the bearing sleeve device; and the attachment became too hot to touch, burning the surgeon¿s finger. It was further reported that the burnt finger draped while the surgeon tried to switch to a different attachment device, which was also connected to a bearing sleeve. The reporter clarified that they did not know whether a malfunction occurred with the attachment devices because since the drill was hot, the attachments were never changed and therefore, were never checked for any malfunctions. It was reported that there was less than a thirty-minute delay to the surgical procedure. There was patient involvement reported. It was reported that there was no harm to the patient. It was reported that the surgeon did not receive any treatment. There were no reports of medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.